Event description:
The manufacturer received information alleging headaches related to a CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer incorrectly captured b5 in the previous MDR 2518422-2022-58933 and it should be reported as follows. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging headaches for more than 3 months related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Section h6 health effect clinical coding is corrected and updated in this report.